Manufacturer narrative:
Mindray service representatives replaced the batteries several telepacks and were unable to duplicate the issue on other units. Performed all checks within factory specifications.

Event description:
Customer reported the panorama telepack lost communications with the panorama central station which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.